Event description:
A report was received 2002 that a doctor had implanted a memorylens in a patient's eye in 2000, which lens has opacified. The doctor is planning on explanting the lens at some point in the future. At exam in 2002, the patient's visual acuity was 20/30 os.